Manufacturer narrative:
The complaint was verified, but the root cause could not be determined with confidence. In order for the wand to exhibit an e-8 error, the use limiting feature was triggered upon insertion into the controller before the controller was powered on. An e-8 error will occur when a wand is connected before the generator is powered on. Factors that could have led to the e-7/e-8 errors include: the rf controller may have been turned off following connection of the wand or source power may have been interrupted due to the device not showing signs of activation. The topaz xl ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
When connecting the wand to the unit, error e7 and e8 occurred. A back-up device was used to complete the procedure. There was a one hour delay because it took some time to prepare the back-up. There was no patient injury.